Event description:
N/a.

Manufacturer narrative:
Updated fields - b3, b4, d9 device available for evaluation and date return to manufacturer, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 per nurse, "catheter defect- dr. (B)(6) reported it as being ridged on the tip (prior to use)." The 7.5fr sheath and dilator were returned for evaluation. The dilator was returned inside of the sheath with traces of blood on the exterior. No damage was observed on either the sheath or dilator. The sheath and dilator were within specification. The iab catheter was not returned. The issue could not be confirmed during the evaluation. Both the sheath and the dilator showed no signs of damage or irregularities at the tip or anywhere else. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by customer that prior to use the linear 40cc intra-aortic balloon (iab) had "catheter defect- it reported as being ridged on the tip (prior to use)." There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.